Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, helix functional issues as well as, high out of range pace impedance measurements were exhibited. Additionally, loss of capture was observed. The lead was not used and elected to be surgically abandoned instead of removed. No adverse patient effects were reported.